Manufacturer narrative:
Evaluation summary: review of provided photos of flap cuts confirmed impaired cut at the top right area. At the visit on site a company representative acknowledged the too tilted flap. The company representative solved the issue by replacing an objective. At the preventive maintenance before the event, the flap cut parameters were in tolerance. The objective was returned to the investigation site for evaluation. The tilt was confirmed. The objective was investigated by the supplier. The supplier identified the tilt was caused by a slight change of the position of lenses in the objective. The supplier did not find any deficiency of the manufacturing, material or process and concluded the production of the objective met the requirements. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause could not be identified conclusively. The most likely root cause is change of the position of lenses over time and through environmental influences (mainly temperature). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was received by a company representative and a service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. Software version: green sp1. (B)(4).

Event description:
An orthoptist reported that several flaps were not completed on the top right part (bed cut or side cut). The surgeon finished the flaps with a manual tool. The flaps were reported to be too tilted and too shallow on the uncut part, possibly reaching the epithelium. No patient harm occurred. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).